Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose value was 511 mg/dl and treatment was unknown. Customer declined to troubleshoot for high blood glucose. Customer reported loss of communication between insulin pump and transmitter. Usage of automode feature was unknown. The insulin pump will be replaced, and customer agreed to return the product for analysis.